Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the instrument is bent and broke near the start of the mas tab retention area. A break off portion of the break off screw used in surgery is jammed in the broken part of the extender body which could not be removed. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous spinal posterior fixation at t11-l3 due to l1 burst fracture. Intra-op, when the surgeon was breaking off the screw tab, breakage of tab extender occurred about 20mm from where it should be cut off. After that, the surgeon inserted the tab breaker again into the part that remained on screw tab and performed breaking off again and removed them from the patient¿s body. No fragment of the broken product remained inside the patient. No patient complications were reported.